Event description:
The product was used during a laparoscopic colon procedure. Reportedly. The cartridge was difficult to load and the device partially fired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.